Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances were measured after an implantable neurostimulator (ins) was replaced. Impedances were measured to be greater than >40,000 ohms on all electrodes. Therapy impedances were measured to be low. The impedance measurements were done several times, the results were the same. The connection between the ins and the adaptor was checked several times and the adaptor had been removed and cleaned. A new ins and adaptor were tried, but impedances remained high. After a new ins and adaptor were tried, the hcp realized the open circuit was not due to the ins. No intervention was done and the issue was not resolved at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #9614453-2015-02688.